Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using the er320 in the case, when the surgeon was applying a clip on the vessel/duct, the clips began falling out and did not form properly. Also it was reported that the rachet mechanism that loads the clips automatically, was spitting or loading too many at once. A second clip applier was opened and had similar problems. A third instrument was used to complete the case. There was no consequence to the pt.